Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.25mmx38mm synergy ii everolimus-eluting stent, it was noted that the stent came off the delivery system. The procedure was completed with another synergy ii everolimus-eluting stent. The patient's status was stable.